Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the physician placed the leg assembly through the patient's right sacrospinous ligament with no issues. When the physician went to throw the other leg assembly through the patient's left sacrospinous ligament, the needle detached. Reportedly, the needle did not detach inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that the lead sutures from both leg assemblies were detached and were not returned. The second suture was most probably cut to facilitate the removal of the device. Visual analysis of the returned capio device revealed the presence of tool marks on the device. Functional testing of the returned capio device showed that it operated freely and smoothly with no defects. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the physician placed the leg assembly through the patient's right sacrospinous ligament with no issues. When the physician went to throw the other leg assembly through the patient's left sacrospinous ligament, the needle detached. Reportedly, the needle did not detach inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.